Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The pt's device remains implanted. This is the final report.

Event description:
It was reported that the pt's device was unable to lock and communicate with the external equipment. Programming changes were made; but the issue was not resolved. Skin flap revision was performed on (B)(6), 2010 to thin the pt's skin flap.